Event description:
It was reported that the colonovideoscope had a tear in the channel with black spots. The issue occurred during an unspecified procedure. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the device evaluation and legal manufacturer's final investigation. Additional information added to the following fields: h3, h4, h6. Corrected fields: h6 (problem code). The device was returned to olympus for evaluation and the customer's reported issue was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely foreign material remained in the device because reprocessing could not be conducted properly due to a tear in the channel. The foreign material could not be identified and the reprocessing steps performed at the user facility is unknown. Three attempts were performed to obtain additional information, but no response was received from the customer. The event can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): gif/cf/pcf-190 series operation manual includes a way of detection in chapter 3 ¿preparation and inspection.¿ gif/cf/pcf-190 series reprocessing manual includes the preventive measures in chapter 5 ¿reprocessing the endoscope.¿ olympus will continue to monitor field performance for this device.